Event description:
Nurse was called to room by patient saying there was blood everywhere. It was found that extension set had come apart at site where small tubing enters hard plastic wings below blue adapter. There was blood loss onto floor and bed. The tubing was clamped and changed.